Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. Analysis noted corrosion on the top and lower surface or gear number two, in addition to wearing on the top and lower shaft of gear number two. Analysis also noted residue and wearing on the lower shaft of gear number one. Residue and wearing was also seen on the lower shaft of the rotor magnet. As per the logs, the pump administered fentanyl with concentration 4,000.0 mcg/ml at a dose rate of 1,202.6 mcg/day as of (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at 1099 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported during normal use the patient¿s pump experienced a motor stall and sounded a critical alarm. This was at 7:15 am. The patient experienced withdrawal symptoms and went to the emergency room. While being treated for withdrawal, the motor stall recovered, upon which the withdrawal symptoms resolved. The time of the motor stall recovered was 10:58 am the same day. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ diagnostics/troubleshooting performed included reading the pump logs latter that day. Interventions/actions taken to resolve included the patient being treated in the ER for withdrawal until the motor stall recovered. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ it was further reported because this motor stall was not associated with medical imaging, but occurred during normal use at home, the hcp and staff were suspicious of this pump¿s reliability and would be monitoring it closely. The rep suspected that the doctor would make plans to replace it within the next month or two, but would likely not have information about her decision to replace the pump for several weeks. It was unknown if surgical intervention was planned, but the rep would follow-up for more information. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reasons). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the pump was replaced on (B)(6) 2020. The pump began alarming today ((B)(6) 2020) due to motor stall, likely because all of the drug was withdrawn during replacement surgery for transfer to the new pump. They put 10 ml of water into the reservoir this afternoon to try to preserve the pump for analysis, but it may have been too late. The rep did not change any of the programming values. The pump was returned to the manufacturer. No further complications were reported/anticipated or expected.